Event description:
Explanting physician reported capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Explanting physician reported capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device. This record relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device.

Event description:
Explanting physician reported capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device. This record relates to the left side.